Event description:
It was reported that a patient underwent revision surgery to address an xia-3 titanium rod fracture.

Event description:
It was reported that a patient underwent revision surgery to address an xia-3 titanium rod fracture.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.